Manufacturer narrative:
Literature article citation: deutsch h. High-dose bone morphogenetic protein-induced ectopic abdomen bone growth. Spine j 2009; (10.1016/j.spinee.2009.10.016). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by the health care professional that a patient underwent a posterior t8-pelvis fusion and an anterior interbody fusion from t11-s1 via a left retroperitoneal approach. Beginning one month post-op, and through 7 months post-op, the pt experienced 40 pounds of weight loss. The pt reported early satiety and pain with urination. An enlarging hard mass in the left lower quadrant was palpable. Radiological findings demonstrated ectopic bone formation in the left abdominal and pelvic cavity wall. The pt underwent an anterior surgery to remove the bone. The ectopic bone had formed a sheet-like layer between the psoas and retroperitoneum. One year later, CT scan showed no recurrence to the ectopic bone growth.